Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings (cs162) with zero force and low force. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal program with no loss of prime warnings occurring. The force sensor calibration was found to be out of specification. The force sensor resistance was within required specification. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. No evidence of contamination was observed inside the force sensor housing. The loss of prime issue was shown in the pump history but was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.